Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, he has been having issues with the insulin pump alarming battery out limit and failed battery test for a week. Customer mentioned he had been experiencing low blood glucose levels but didn't know the exact numerical value. Troubleshooting was performed and the device wouldn't turn on after a new batter was inserted and customer had cleaned the battery compartment. Customer was advised the device needed to be replaced and agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with no failed battery test or battery out limit alarm. The insulin pump turned on when a new battery was installed. The insulin pump was received with a cracked reservoir tube lip.